Event description:
The customer reported that during pt transport the ventilator shut down. There was no pt harm reported by the customer. The customer support engineer advised the customer to visually inspect the inside of the unit and look for loose connections on cables and pcb's. The customer engineer suggested trying to simulate the condition to help isolate the problem. The customer found loose cable and reseated the cable to address the reported problem. No further info available from this customer.

Manufacturer narrative:
Unit was repaired by hospital bio-med.